Event description:
On (B)(6) 2011, the reporter contacted animas alleging that the pump had delivered insulin that was not programmed by the patient. The reporter indicated that while the patient was attached to the pump, the device delivered primes which the reporter denied were programmed intentionally. The pump's prime history revealed primes of "7.9 and 2.5" which were delivered 6 minutes apart from each other. The patient's blood glucose (bg) reportedly dropped down to "53 mg/dl." The reporter claimed that the patient developed symptoms of being uncharacteristically anxious and was crying. The reporter treated the patient by providing food for her to consume. The reporter denied that the pump had any keypad issues. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump delivered insulin that was not intentionally programmed. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Before priming, the pump displays the appropriate warnings. A loss of prime was induced during investigation, and the pump emitted the appropriate audiovisual alerts. No unprogrammed boluses occurred during testing, and the locked feature of the pump was found to be functioning appropriately, as a prime sequence could not be performed while the pump was locked. There was no defect found on investigation.

Manufacturer narrative:
(B)(4). This complaint is being reclassified as an adverse event with a reported product problem due to the following conclusions: the pump reportedly delivered insulin that was not intentionally programmed and the patient allegedly experienced a hypoglycemic event that met animas criteria for a serious injury after the reported issue occurred.